Manufacturer narrative:
The reported field event of premature battery depletion was confirmed in the laboratory via review of the monthly battery measurement data. The original battery was returned to the vendor for further analysis. An internal anomaly within the battery was found to be the cause of the premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that premature battery depletion was observed during follow-up. The device was explanted and replaced. The patients condition was good before and after the event.